Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. The pump was powered on and "cassette not attached properly" message was activated when latching a cassette onto the pump. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "cassette not attached properly". No adverse effects reported.